Event description:
Complainant alleged that during a routine shift check by a clinician the device was unable to switch to manual mode and had no override prompts. The complainant indicated that there was no pt involvement in the reported failure.